Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vticm5_12.6 implantable collamer lens, -5.5/+1.0/092 (sphere/cylinder/axis), and the lens tore/broke during delivery into the eye. The lens was removed within the same surgery, with no patient injury. The lens was not exchanged for another lens. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial. Visual inspection found the lens haptic torn. There was evidence of residue on the lens. Claim # (B)(4).